Event description:
It was reported that the right ventricular (rv) pace impedance had been increasing over the past year and recently was greater than 2,500 ohms. All other lead measurements were within normal limits and there was no observation of noise. The rv lead remains in service at this time and no adverse patient effects were reported.